Event description:
It was reported that the pump exhibited error code 45985. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the device was used. A functional test was performed, and the reported issue was duplicated. The probable cause of the reported issue was due to the printed wiring assembly (pwa) board. As a result, pwa board was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.